Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device was tested at 100ml/hr for 30 seconds and 999ml/hr for second. The ultrasonic sensor was found to be within specifications. The ultrasonic sensor's upper reading was 3470 and lower reading was 3338. Evaluation determined no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced undetected upstream occlusion during delivery in the msicu or cicu (cardiac intensive care unit). The medication involved was propofol 6mcg/min and the volume to be infused was 375 ml and the program in the spectrum pump was 5.6 ml/hr. Tthe patient was set to receive the propofol and it was noted that there was an occlusion when the patient woke up due to not receiving the medication. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.